Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose of 300-400 mg/dl while using the infusion sets. He stated he used 2-3 infusion sets per day in an attempt to resolve the issue. He bolused through the infusion device but was unable to lower his blood glucose. He removed the headset and found the cannula was bent. He inserted a new headset and bolused to lower his blood glucose. His target blood glucose range is 70-150 mg/dl. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
Method, results - no product will be returned for evaluation.